Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no vibration output on (B)(6) 2014. Patient tested the alert functionality and reported the alerts were not functional. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device's exterior was visually inspected and no defect was found. Receiver log was downloaded and no errors were observed. The complaint device failed functional testing. The root cause was determined to be that the vibrator was mechanically bound.